Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device disconnecting from the hose during use was not duplicated or confirmed. However, during evaluation it was observed that the device had a temperature reading of 104 degrees from the elbow and the base which exceeded the operational temperature specifications (103 degrees). It was also observed that the gears and the bearings were corroded and worn out causing the device to overheat. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device was disconnecting from the hose during use. During in-house engineering evaluation, it was observed that the temperature on the device was above specification. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.